Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant of an implantable cardiac monitor (icm). Prior to the procedure, the icm was interrogated, but lost bluetooth connection and could not reestablish the connection. Nominal settings were programmed and the patient symptom button was able to be pressed. The device was implanted. The patient was in stable condition.